Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation. Clinical evaluation: based on the available information, there is no indication of a serious injury, patient death, or other adverse event(s) related to a fresenius device(s) or product(s) or other issue warranting further investigation. Pneumonia is not reasonably related to pd with fresenius device(s) or product(s) as it is a known risk in immuno-compromised patients, and is most likely a community acquired infection. Therefor the completion of a clinical investigation is not required. Should additional information become available, the need for a clinical investigation will be re-evaluated accordingly.

Event description:
A peritoneal dialysis patient's contact reported that three different drain sets all were leaking at the connector that splits and goes to the 4 each lines. The contact also reported that the patient admitted to the hospital with pneumonia the following day. Upon follow up with the patient's nurse, it was reported that the patient was hospitalized on (B)(6) 2018 for weakness and discharged on (B)(6) 2018. After hospital admission, the patient was found to have pneumonia. Treatment rendered at the hospital was unknown. Peritoneal dialysis continued during the course of hospitalization as per the nurse. The patient fully recovered and continued peritoneal dialysis therapy without any issues.

Manufacturer narrative:
Correction: age and weight added.

Manufacturer narrative:
Plant investigation: fourteen companion samples were returned to the manufacturer for physical evaluation. The actual device was not returned for evaluation. A visual inspection was performed and was found acceptable. A dimensional inspection was performed to four companion samples with acceptable results. A simulated use test was performed to four companion samples. During the test there no leaks or disconnection of the liberty drain set were observed. The test was completed successfully. The companion samples met visual inspection, dimensional inspection, taper test and simulated use test with acceptable results, with no issues detected. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. A review of the DHR did not reveal a probable cause for the customer complaint.